Event description:
Customer's daughter reported customer received a glucose reading of 124 mg/dl from their freestyle lite meter that is higher than they felt. In addition, customer's daughter reported the reading is higher when compared to a non-adc metr with a reading of 34 mg/dl. Customer's daughter reported customer experienced symptoms of incoherence, non-responsiveness and loss of consciousness. Paramedics were called and they treated customer with dextrose solution intravenously. Customer was then transported to a health care facility where she was being diagnosed with severe hypoglycemia and continues treated with intravenous dextrose solution. In addition, they took customer off of her diabetes medication. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.